Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient presented to the hospital after receiving an alert. Review of the egm's revealed intermittent t-wave oversensing. Programming changes were made. The patient was in a stable condition.